Event description:
The pt was implanted with a left ventricular assist device (lvad). The chief perfusionist reported concerns of percutaneous lead issues. It was reported that the pt's lvad had pump stoppages with unk audible and visual alarms. The alarms appear to only occur when the pt is connected to battery power and not when connected to the power base unit. The pt was admitted into the hospital for inspection of the percutaneous lead, batteries and battery clips.

Manufacturer narrative:
A pair of battery clips, were returned to the manufacturer for evaluation. The analysis of battery clips revealed that the threaded nut on one of the clips could easily unscrew by hand; however the lemo connector did not appear to be affected. Disassembly of the battery clip revealed the thread-locking solution on the threads of the nut or on the threads of the spring mount was not present. Due to the missing thread-lock solution the threaded nut could potentially unscrew while in use. The second battery clip returned was analyzed and found to be unremarkable. Functional testing performed on the battery clips, in the condition as received, revealed the clips were able to provide and maintain system power throughout the test duration. Although the threaded nut on one of the battery clips was found to easily unscrew, it cannot be conclusively linked to the reported event. The report of a loose battery clip threaded connector was addressed through the manufacturer's corrective/preventive action system and an urgent medical device recall (2916596-10/14/09-001-r) was issued. No further information is available. The manufacturer is now closing its file on this event.